Event description:
The user stated she failed one sample on a proficiency survey for ck that was tested either (B) (6) 2009 or (B) (6) 2009. The initial result was 99 u per l with a survey mean of 150.9 u per l and an acceptable range of 105-197 u per l. On (B) (6) 2009, the user tested two separate bottles of the survey material and rec'd results of 124 u per l from one and 125 u per l from the other. The same bottles were tested again on (B) (6) 2009 and the results "are matching closely to recovery" from (B) (6) 2009. No specific results were provided. No other assays failed the survey. No pt results were affected. The field service rep determined there was an optical failure and replaced the heat cut filter in the photometer lens assembly. He stated the photometer lamp was also replaced. To verify the analyzer operation, he ran a cell blank with good results and ran qc with all results within specs. The user tested the survey sample again after the service visit and recovered 137 u per l, however, the sample was past the stated stability. The user agreed to contact the survey vendor for to obtain fresh sample of survey material for testing.